Manufacturer narrative:
(B)(4). Device is currently unavailable.

Event description:
Per the clinic, on (B)(6) 2015 it was determined that there was ossification of the cochlea making for a difficult insertion of the electrode. A post-operative CT scan revealed the electrode to be placed in the vestibule rather than in the cochlea. The patient was taken back to the operating room, the surgeon attempted to reinsert the electrode without success. The device was explanted and the patient was reimplanted with a new device. The device has not been made available for analysis as of the date of this report, june 8, 2015.

Manufacturer narrative:
Correction: the correct model # is ci512; not ci24re (st) as previously reported. (B)(4. This report is filed october 28, 2015.